Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with their device alarming, the right ventricular (rv) lead had a fractured superior vena cava (svc) coil. The lead exhibited an abrupt svc impedance change, high and undefined svc impedance, as well as high rv coil impedance. The lead was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.